Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the first evaluated ruby coil. The pusher assembly was kinked in multiple locations. The distal detachment tip (ddt) was fractured off the distal tip of the pusher assembly. The embolization coil was detached from its pusher assembly. The pet lock was intact on the proximal end of the pusher assembly of the second evaluated ruby coil. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. The pull wire was inside the capture feature of the distal detachment tip (ddt). The outer diameter (od) of the proximal constraint sphere was measured and found to be within specification. The outer diameter od of both embolization coils were measured and found to be within specification. Conclusions: evaluation of the first returned ruby coil revealed that the ddt was fractured off the distal tip of the pusher assembly. Fracture of the ddt likely occurred due to forceful retraction against resistance during use, and will allow the embolization coil to detach. Further evaluation of the first evaluated ruby coil revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. Evaluation of the second returned ruby coil revealed that the embolization coil was detached from its pusher assembly. This damage likely occurred due to forceful retraction against resistance. Forceful retraction against resistance may have caused the distal section of the pusher assembly to elongate beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. The od of the second ruby coil proximal constraint sphere and both embolization coils were measured and found to be within specification. There was no visible damage to the introducer sheaths. The root cause of the initial reported resistance and the root cause of the ruby coils not taking shape in the iia could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). This report is associated with MFR report number: 3005168196-2017-00125.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, while advancing two ruby coils through a non-penumbra microcatheter and into the iia, the physician encountered resistance and was then unable to get the coils to form their intended shape in the iia. Therefore, the physician decided to remove each coil. While retracting the ruby coils, the physician did not mention experiencing any resistance; however, both coils unintentionally detached within the microcatheter. On both occasions, the physician removed the microcatheter containing the detached coil and then flushed the coil out. Thereafter, the procedure was successfully completed using a smaller sized ruby coil and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.